Manufacturer narrative:
Updated to correct problem coding to: output problem, display or visual feedback problem, poor quality image.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device screen display is dulled in the lower right hand section. There was no reported patient involvement, therefore no health consequences or impact.